Manufacturer narrative:
It was reported that the ventilator had an issue. The ventilator was investigated by our field service engineer on-site and the issue could not be reproduced and the ventilator passes pre-use check. According log evaluation there was nothing pointing to any technical issues with the ventilator. No service report have been provided, and no parts were replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator had an issue. There was no patient harm. Manufacturer's ref. #: (B)(4).